Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient's anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off of the balloon prior to insertion into the patient. The device was removed from the hoop and was prepped by pulling negative a couple of times. The device was then loaded over the guide wire, but prior to entering the introducer, the physician observed that the stent had dislodged from the balloon and he did not use the device. There was no patient injury. There is no additional event or patient information available.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis reveled that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was returned dislodged from the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was a kink in the shaft 10.4 cm distal to the guide wire exit notch. There was no other damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. It was reported that the xience v stent delivery system (sds) was removed from the hoop and was prepped by pulling negative a couple of times. The sds was loaded over the guide wire, but prior to entering the introducer, it was observed that the stent implant had dislodged from the balloon. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling at the stent during prep. Quality assurance analysis confirmed that the stent implant was returned dislodged with no damaged noted. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. Further, dimensional analysis of the product found that the outer diameters of the stent implant met manufacturing criteria. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible that handling during preparation for use contributed to the reported stent dislodgement; however, a conclusive root cause can not be determined. In this instance, there are no indications of a product quality deficiency. A kink in the shaft was also noted during analysis. This damage was not observed during inspection prior to use and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% inspected for kinks during the manufacturing process. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.